Manufacturer narrative:
Literature citation: abdelhakim allali md1,2, 2022, combined rotational atherectomy and cutting balloon angioplasty prior to drug eluting stent implantation in severely calcified coronary lesions: the prepare calc combo study, catheter cardiovasc interv. 2022;1 11. Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported via a journal article that death occurred. A rotapro device and wolverine device were being used for treatment during a percutaneous coronary intervention as a part of a medical study. It was reported that while one patient from the study was in the hospital, patient death occurred. The patient was treated for an ostial right coronary artery lesion due to acute type a aortic dissection.